Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient never recovered after lvas implantation and ultimately expired on (B)(6) 2023. The patient outcome was considered to be device related. Due to patient privacy laws the account declined to provide additional information regarding the patient outcome. Based on a review of the patient¿s available records and the reported patient outcome, there were no device issues at the time of patient's expiration. It was reported that hm3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023. The patient never recovered after implantation, the outcome was considered to have been device related. The pump was not returned for evaluation.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.